Event description:
A malfunction alarm was reported, specifically with the code malf 12. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. Guidance was given to contact support again if the issue resurfaces, and the customer continued using the pump normally.